Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the flow of doxorubicin through the IV set/n35/j/20drop/std/110cm/ll stopped during the infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: "flow stopped during drip infusion of doxorubicin."

Manufacturer narrative:
H.6. Investigation: when the injector of the actual product was connected to a spike set (faceal connector luer lock) and purified water was passed through it, it was confirmed that it flowed without problems. In addition, when the end of the actual product was connected to the three-way stopcock upstream of the other manufacturer's infusion set that was enclosed, and the fluid was confirmed to flow, it was confirmed that there was no problem flowing from the end of the other manufacturer's infusion set. Since no abnormality was found in the actual product set, it was assumed that this event was caused by loosening of the injector connection at the tip of this product or temporary retention of liquid due to the generation of bubbles (air layer). It was. If the injector is not properly connected, the internal needle may not penetrate the membrane and the infusion may not flow. DHR was not performed as the lot# is unknown. H3 other text : see h.10.

Event description:
It was reported that the flow of doxorubicin through the IV set/n35/j/20drop/std/110cm/ll stopped during the infusion. The following information was provided by the initial reporter, translated from japanese to english: "flow stopped during drip infusion of doxorubicin."